Event description:
During a revision to address loosening of the femoral component at the cement/bone interface with the manufacturer of the cement used in the primary surgery being unknown, osteolysis was also reported. (B)(6) 2012 - clinical report received. It was noted the patient was experiencing knee pain. On (B)(6) 2012 information was obtained indicating that there was no mention of osteolysis or femoral loosening. On (B)(6) 2012, it was confirmed through clinical that the patient was revised for a stiff/painful tka.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation, once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions about the reported event based on the information available. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.